Manufacturer narrative:
Section h10: (h3) the revision surgery reported was most likely the result of the humeral adaptor tray not being fully seated on the humeral stem at the time of implantation due to slight subsidence of the humeral stem. Consequently, the torque defining screw likely did not fully engage with the internal threads on the humeral stem, thus allowing the torque defining screw to back out and result in the reported disassociation of the humeral adaptor tray from the humeral stem.

Manufacturer narrative:
Pending evaluation . Concomitant device(s): 320-01-38, 98506019, equinoxe reverse 38mm glenosphere, 320-15-05, 12121481, eq rev locking screw liner.

Event description:
As reported, a (B)(6) male patient reported his initial right shoulder surgery was a little over a year ago. States there was no traumatic event ; however, he was using a lawnmower and heard a pop. During the revision event, the humeral adaptor tray was found disengaged from stem. The liner and glenosphere were taken out with screw as well. The patient was satisfactory upon leaving the or. The parts were returned. The patient reportedly drinks 5 beers a day. No other information available at this time.